Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported on the morning on (B)(6) 2026, the patient suffered a large subdural hematoma. The patient was on a heparin drip at the time, and it was reversed with protamine prior to a craniotomy. A head computed tomography (CT) showed a large mixed attenuation right-sided subdural hematoma measuring up to 1.8 cm in thickness. There was layering hyperdense blood products posteriorly and a small amount of subdural blood products along the falx and right tentorium as well. There was also a 4 cm rounded area of hemorrhage with layering blood products along the right occipital lobe and a generalized mass effect on the cerebral cortices, right-greater-than-left. There was a 1.7 cm with leftward midline shift with effacement of the right lateral ventricle. The patient's primary nurse noticed an acute neurological change and stated that patient went from interactive to obtunded and was only withdrawing to painful stimuli on the right side. The right pupil size was larger than the left. The patient underwent right frontotemporal- parietal craniotomy for evacuation of acute-on-subacute subdural hematoma. The patient had a poor prognosis of recovery and support was withdrawn on (B)(6) 2026.